Event description:
It was reported that the patient was severely incontinent and had to wear a texas catheter at all times. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va0265f, implanted: 2012 (B)(6); product type lead. (B)(4).